Event description:
Procedure: lap chole. According to the reporter: during surgery, two specimen bags failed to work, one was broken and the other did not open the pouch for use. Another pouch was used to complete the procedure. There was no patient injury or bleeding reported. The patient is ok and no piece from the devices fell into the patient cavity.